Manufacturer narrative:
(B)(4). The insulin pump had blank display due to faulty x2 on interface board. Unable to perform idle current test, run current test, self test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify unexpected alarm, battery out limit alarm due to blank display. Pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had blank display and insulin pump received unexpected restart alarm. The customer's blood glucose level was unknown. It also reported that display is blank currently and display was blank less than 30 seconds. The customer was stated that after insertion of new battery display returned. The customer was advised to discontinue the use of pump and revert to back up plan. The customer was advised that the pump will need to be replaced. The customer will return insulin pump for analysis.